Event description:
It was reported that the lead alert was triggered because of noise, oversensing and a varying impedance. A lead fracture was also reported. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Since the customer did not report this alarm and patients discard supplies after each therapy, the sample was not requested and there is no lot information.

Event description:
During initial assessment of a homechoice device, a baxter technician identified a 2240 alarm (indicating air in the tubing).

Manufacturer narrative:
(B)(4). A system error 2240 which occurred on (B)(6) 2010 was found during an initial assessment of the homechoice (hc) device. The root cause was not determined. A batch review was not performed as the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).